Manufacturer narrative:
Failure event observed during analysis. Final analysis found... External insulation abrasion was noted at 7.3-7.6 cm from the pin consistent with lead friction to the ICD. Surface abrasion was found at 4.6 cm, 6.5 cm, and at 7.7 cm from the connector pin. The ring electrode coil was exposed.

Event description:
This report is to advise of an event observed during analysis